Event description:
Pt admitted with PICC line which was broken off in vein. Dislodged catheter fragment in vein of right arm. This pt had a PICC line placed in 2000 for treatment of osteomyelitis of the hip. Pt was noted to have some problems with the catheter such as leakage when they arrived at the emergency room. Pt had been taken care of by homehealth staff prior to coming to hosp. X-rays were taken at the emergency room which showed the catheter had been broken at the hub with the proximal tip lying in the mid arm and the distal tip lying in the atrium. Pt was then taken to another facility for removal.